Event description:
It was reported that during an interventional procedure to the mildly tortuous, heavily calcified, middle right coronary artery, predilatation was not done. The 3.5 x 12 mm rx vision coronary stent system was aggressively advanced and torqued but was unable to cross the lesion. A trek balloon catheter was advanced and inflated at the lesion then removed, and a cutting balloon was also advanced, inflated and removed. The vision system was reinserted and the stent dislodged proximal to the lesion. A 3.5 x 18 rx vision css was used to embed the dislodged stent and part of the lesion. A 3 x 18 mm non-abbott stent was also used to cover the lesion. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified. It should be noted that instructions for use state: pre-dilate the lesion with a ptca catheter. Also, an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In addition, should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.